Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined that the reported difficulties and subsequent patient effects appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a popliteal artery. Atherectomy was performed in the superficial femoral artery (sfa) to increase the vessel diameter to 8 mm. A 4.0 x 120 mm supera stent was deployed in the distal popliteal artery. There were no issues with deployment; however, the proximal portion of the stent was deployed in the 8 mm diameter size vessel in the sfa causing the proximal end of the supera stent to be malapposed to the vessel wall. Angiography was performed and there was good blood flow below the knee so the case was completed at that point. The next day, the patient, who had remained in the hospital, returned to the cath lab and the supera stent was occluded. Additional angioplasty was performed which was unsuccessful and bypass surgery was not an option so the patient's leg was amputated. No additional information was provided.